Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed moisture in the sensor interface board lines. The moisture was cleaned out, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit o mechanically ventilate, during pre-use checkout. There is no report of patient involvement.